Event description:
It was reported by the customer that a pyxis medstation es system not able to access medication causing nurses not able to pull medication for patient. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction was caused due unable to pull medication. The technical support specialist reported issue was resolved by customer. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station prevented the nurses from accessing certain medication for patients on the intensive care unit. The technical support specialist reported the issue was resolved by the pharmacy technician. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that nurses were not able to pull medications for a patient from the pyxis medstation es system. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.